Event description:
It was reported that after removing the thunderbeat from the patient, the tissue pas was observed to be damaged. The issue was discovered following removal of the device following a therapeutic lapahepatectomy procedure. There was successfully completed and there was no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1. Grasping section was closed without grasping anything while the output in seal & cut mode was activated, (this includes after tissue resection) causing the tissue pad to wear and partially torn. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark was developed and it was causing an error. Event 3: the tissue pad peeling based on past investigation results, a likely mechanism causing the tissue pad to peel might be the following: 1. During output activation in seal & cut mode, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. 2. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. The event can be detected by following the instructions for use which state: drawing number and revision number of IFU: rc3001 09 ·do not close the gripper and perform the seal and cut output when there is nothing being gripped between the gripper and the probe tip, or when it is not possible to confirm that the gripped biological tissue or blood vessel has been incised.this may lead to abnormal heat generation caused by friction between the gripper and the probe tip, which may cause the gripper and the probe tip to break, deform, or fall off, or part of the tissue pad to peel off, resulting in severe wear. ·when treating biological tissue or blood vessels in the seal and cut mode, apply light tension to make the incision visible. Also, once the incision is complete, stop output immediately. Otherwise, abnormal heat will be generated due to friction between the tissue pad and the tip of the probe, which may lead to damage, deformation, or detachment of the gripping part (both the stainless steel and fluororesin parts) and the tip of the probe, or part of the tissue pad may peel off. ¿ be sure to perform the preparation and inspection described in this chapter before use. Also, inspect the ancillary equipment to be combined with the thunderbeat instrument according to the instruction manuals for the equipment. Should any irregularity be observed with the thunderbeat instrument, do not use it. Inspect it as described in chapter 8, ¿troubleshooting¿ in the instruction manual for the ultrasonic generator. If the irregularity is still not resolved after troubleshooting, contact olympus. Using the thunderbeat instrument while any irregularity is observed may cause malfunction and may injure the surgeon, surgical staff, and/or patient. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.